Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. No patient injury was reported.

Event description:
Customer reported the system will not power up. No patient injury was reported.